Event description:
It was reported that the device had "system failure code 41628". There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: cadd solis vip pump was received from the customer stating: "system failure code 41628". The customer reported issue was able to be confirmed through pump power up. The cause of the reported issue was unable to be determined or verified through evidence and test methods available, at the time of investigation. Before returning to the customer the device has to pass functional and delivery tests. Dso (downstream occlusion) seal will be replaced, and error 41628 will be resolved. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.